Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3189, UDI:(B)(4), serial:(B)(6), batch: t00005234. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had eroded and migrated out of position. Surgical intervention was undertaken, and the system was explanted. The investigation did not determine which lead contributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.